Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation discovered that the conductor wire was kinked inside the conductor cap and that the instrument insulation had been damaged. The exposure of the conductor wire allowed the instrument to arc.

Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument was arcing. The instrument was removed and replaced and the procedure was completed. No pt harm, adverse outcome or injury was reported.